Event description:
It was reported "it was reported that" on the (B)(6) 2024 (night shift) noticed that the arterial line was leaking profoundly from the insertion point. Reg notified, applied tranexamic acid and handed over to the day staff. Came back for my nightshift and the arterial was still leaking, packed again with gauze and kaltostat, notified the sho. Around 3:00 noticed that something was wrong with the arterial line and I removed again the dressing to have a look properly with more light and found that the leaking was not just from the insertion point (arterial has been there for a while 27/20/24) but had a tiny tear between the red flange (where the stitches are applied) and the catheter line." The line was clamped and a new line was inserted. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it was reported that " on the 16th november(night shift) noticed that the arterial line was leaking profoundly from the insertion point. Reg notified, applied tranaxemic acid and handed over to the day staff. Came back for my nightshift and the arterial was still leaking, packed again with gauze and kaltostat, notified the sho. Around 3:00 noticed that something was wrong with the arterial line and I removed again the dressing to have a look properly with more light and found that the leaking was not just from the insertion point (arterial has been there for a while27/20/24) but had a tiny tear between the red flange (where the stitches are applied) and the catheter line." The line was clamped and a new line was inserted. .the patient's current condition is reported as "unknown".